Event description:
Siemens was notified on (B)(6) 2012 that a customer site experienced an unexpected gantry motion of the artiste mv system that was "stopped by the micro switch." There is no report of mistreatment or injury to a pt. The reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported incident on (B)(4) 2012 and this MDR is being mailed on may 11, 2012. The reported incident occurred due to a known issue that siemens has resolved with (B)(4).